Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during insertion of the PICC catheter, the patient seems to have pain. When removing the dilator, the tip of the dilator appears ruptured, generating damage at the vascular level. No patient injury reported.

Event description:
The customer reports that during insertion of the PICC catheter, the patient seems to have pain. When removing the dilator, the tip of the dilator appears ruptured, generating damage at the vascular level. No patient injury reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The customer returned a peel-away sheath, the box clamp insert and the product lidstock for evaluation. Neither the dilator nor the catheter from the set were returned. Visual examination revealed the sheath tip is damaged. The material around the tip is cracked, frayed back, and starting to split along one of the score lines. This damage is consistent with undue force being applied to the tip during an attempted insertion which aligns with the customer description of the event. The opposite side of the sheath tip was slightly deformed but intact and no other damage or anomalies were observed with the returned sample. The length of the peel-away sheath and the sheath body inner and outer diameter were measured and all were found to be within specification. A lab inventory dilator was able to pass through the peel-away sheath with minimal resistance. The returned sheath was peeled from the tabs as instructed by the IFU supplied with this set. The sheath peeled along the score lines as expected and no anomalies were observed. A device history record review was performed on the catheter and the peel-away sheath and no manufacturing issues were identified. A non-conformance was initiated for one sheath lot (17c18a0092) peeling incorrectly; however, it was determined not to be relevant based on the additional testing performed in the investigation. The returned sheath peeled as expected. The instructions-for-use (IFU) provided with this product describes suggested techniques for sheath insertion/removal to mitigate damage to the components. The IFU instructs the user to "perform a skin wheal with a local anesthetic as needed" which allows for easier insertion of the sheath tip. The customer did not state whether or not a skin wheal was performed. The customer report of a damaged sheath tip was confirmed by complaint investigation. The returned peel-away sheath tip was cracked and split, and appeared consistent with damage caused by undue force during an attempted insertion. The returned sheath passed all relevant dimensional requirements and a device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received and the customer description of the event, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that during insertion of the PICC catheter, the patient seems to have pain. When removing the dilator, the tip of the dilator appears ruptured, generating damage at the vascular level. No patient injury reported.